Manufacturer narrative:
The product analysis result indicates that the burr was stuck in the attachment, the bur was removed and it was impossible to insert a new burr making a heat test impossible to perform. The tube bearings were detached and corroded. The bearings and springs were corroded. The output drive shaft has pitting and corrosion all over. The retaining rings and o-rings were worn. The laser markings were partially faded. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a burr was stuck in handpiece and over heated. There was no patient impact.